Event description:
The patient presented with a fully occluded sfa with a large amount of calcium and stenosis throughout the iliac and femoral arteries. A gore viabahn endoprosthesis device was used to treat the iliac and common femoral arteries to provide sufficient blood flow to the profunda. The vessel was not pre-dilated due to the physician's concern of a possible dissection. The device was placed into iliac artery but would not open at the distal end of the device due to the calcified and stenotic condition. The surgeon was unable to remove the delivery catheter for the intended post dilation of the device. A cut down was performed and the distal end of the delivery catheter, and the remainder of the catheter were removed. The iliac artery was surgically repaired and the device was ballooned open. The remainder of the iliac artery to the profunda bifurcation was predilated with a 4mm balloon. Two additional devices were placed without incident. The patient was reported to be fine post procedure.

Manufacturer narrative:
A device remains implanted and functioning as intended. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The targeted treatment zone appeared to be a non-complaint lesion. Therefore, the physician did not predilate the vessel prior to the placement of the device. This type of use in contraindicated in our instructions for use (IFU). The IFU contraindication states, "non-complaint obstructions where full expansion of a balloon dilatation catheter cannot be achieved during pre-dilatation, or where obstructions cannot be dilated sufficiently to allow passage of the delivery system."